Manufacturer narrative:
The reported event was confirmed through the service evaluation process.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility the device ran faster than expected. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility the device ran faster than expected. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.